Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of an amia automated pd cycler set would not disconnect from a transfer set. This was observed during disconnection from peritoneal dialysis therapy. The patient line was cut to disconnect. There was no report of patient injury or medical intervention associated with this event. No additional information is available.